Manufacturer narrative:
Monitor sn (B)(4) and belt sn (B)(4) were returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the event.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018 while wearing the device. Per the downloaded ECG and flag data, the patient was treated prior to passing. The device first detected vf at 11:11:37 pm. The patient was treated while in vf and the post-shock rhythm was asystole. Post-shock asystole is a known potential outcome of defibrillation therapy. The pulse delivered was 173 j. A low patient impedance (18 ohms) contributed to the high energy shock. The device detected bradycardia from 11:14:10 to 11:15:46. Between 11:20:34 and 11:38:07 pm the device entered a treatment sequent 5 times. The ECG recordings show that the patient was in an idioventricular rhythm from 60-70 bpm degrading to asystole with CPR artifact before transitioning back to vf with CPR artifact for approximately 8 minutes. The CPR artifact prevented the treatment of the vf. A non-lifevest external defibrillation was delivered around 11:37:34 pm. The rhythm was vf at the time and the post shock rhythm was an idioventricular rhythm at 75 bpm. The patient's rhythm transitioned to sinus tachycardia/af with a variable heart rate around 120 bpm with CPR artifact until the device was shutdown at 12:30:29 pm on (B)(6) 2018.